Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. The aneurysm size and vessel morphology were not reported. It was reported that an attempt was made to use a bifurcated stent graft; however, it was not possible to insert the delivery system. The decision was made to use a talent converter instead. The converter was successfully implanted along with an iliac limb and an occluder. It was reported that a week later, the patient presented in the emergency room with extreme flank and abdominal pain. The iliac limb was found to pulled off into the aneurysm sac creating a distal type 1 endoleak and this was attributed to remodeling. The limb was extended down with 2 talent limbs an (B)(4) and an (B)(4). They shot an angio run and there was no change in the stent graft appearance proximally; however, there was a clear blush into the aneurysm which was determined to be a proximal type 1 endoleak (see MFR # 2953200-2010-01487). At this point, the physician decided to perform an open repair and explanted all the stent grafts and the occluder. The stent grafts were successfully replaced with a dacron graft. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Caller reported taking 5 units of novolog based on an aviva system result of 200 mg/dl. Reported that an hour later she had symptoms of hypoglycemia with an aviva system blood glucose result of 106 mg/dl, self-treated with candy. Retest result on the same system within 10 minutes was 66 mg/dl, self treated with a can of pop and more candy. Customer felt better after a half hour, reported blood glucose was up to 72 mg/dl. Blood glucose 2 hours later was 72 mg/dl, 3 hours later was 92 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.